Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no unexpected power/battery alarms/alerts, stuck button error alarm, lost sensor alarm or rewind anomaly noted during testing. Thus and carelink software was utilized and downloaded trace/history files properly. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarm found in the pump history file/trace. Lost sensor alert found in the pump history file/trace on (B)(6) 2024 at 08:28:17. Low battery alert found in the pump history file/trace on (B)(6) 2024 at 04:09:00. Pump was cut open to perform visual inspection and found no evidence of physical damage or moisture damage on the keypad assembly, electronic assembly, force sensor assembly and motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, partially detached retainer ring, broken belt clip rails and cracked select button keypad overlay. In summary, pump passed all required testing. Keypad/button unresponsive/button error alarm, rewind anomaly, no com pump to xmtr/charge, battery lasts less than expected and lost sensor alarm not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on pump namely keypad/button unresponsive/button error, rewind anomaly, no com pump to xmtr, charge/battery lasts less than expected, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7020a, mmt-7811na. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a. No product return is required for mmt-7811na.